Event description:
It was reported that one of the patient's implantable neurostimulator battery that was implanted about 10 years ago only lasted about one year. It was noted that "maybe it was a malfunction." No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-33, lot# j0526924v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0526924v, implanted: (B)(6) 2005, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).